Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during implant, the lead punctured the patient¿s heart and caused the aortic sac to fill with a liter of blood. The patient stated that the puncture healed itself. The patient was told that the lead was performing at a low level due to scar tissue. A follow up with the patient¿s healthcare provider yielded no further information. The lead remain in use. No further patient complications have been reported as a result of this event.